Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04173, 3006705815-2019-04174. It was reported that patient experienced infection at the ipg and lead sites. As a result, patient underwent surgical intervention, wherein the entire scs system was explanted. The patient was administered antibiotics to address the infection.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient's infection has resolved.